Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02800 for device 1. On (B)(6)2009, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient experienced a stinging sensation at his ipg and lead site. The patient stated that this behavior occurs approximately 4 times a week, even when the stimulation is off. The patient does not show any signs of infection and it is believed that the ipg may be pushing on a nerve. It is unknown what the next course of action will be at this time.